Event description:
Per the clinic, the device was explanted on (B)(6) 2013 due to persistent pain around the implant site. The device is not available for analysis.

Manufacturer narrative:
(B)(4). The device is not available for analysis.